Event description:
In complaints (B)(4), the customer reported the needle covering [rubber sleeve] is sticking and not retracting back over the needle when the sample tube is removed, allowing plasma to leak out.

Manufacturer narrative:
Complaints (B)(4). Once the alleged malfunctions in these complaints were confirmed by testing and review of production records, on 10/25/2024 corrections to the noticed manufacturing were started and and decided to recall the product - recall 24-303 was filed on 11/4/2024.